Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported; the remote monitoring via bluetooth (ble) telemetry was no longer working. The patient presented in clinic and technical support was contacted. In clinic interrogation was performed and the ble was reconnected to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.